Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare professional (hcp) received a red alert for battery capacity depleted (bcd) from this pacemaker. Boston scientific technical services (ts) discussed that the device was beyond explant status and had limited therapy available. Ts also advised that the device should be scheduled for immediate replacement. To date, the device remains implanted. No adverse patient effects were reported.